Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the carotid terminus using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a non-penumbra embolization device. During the procedure, after successfully implanting a non-penumbra coil in the aneurysm, the physician advanced the smart coil into the aneurysm using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then attempted to manually detach the smart coil, but the coil still failed to detach. The physician decided to remove the smart coil and microcatheter altogether. Upon retraction, the smart coil unintentionally detached in the parent vessel. Therefore, the physician removed the detached smart coil using a snare device. The procedure was completed at this point. There is no reported adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was kinked and fractured at its proximal end, and the pull wire was fully retracted. This damage likely occurred due to the manual detachment attempts during the procedure, and likely contributed to the reported embolization coil detachment upon retraction. Due to the returned condition, the root cause of the reported complaint could not be determined. Further evaluation of the device revealed that the pusher assembly had additional damage throughout its length. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Further evaluation also revealed offset coil winds on the embolization coil. This damage likely occurred due to snaring the coil to remove from the patient vessel. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported initial detachment issue on the smart coil.